Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to wear of the angle wire, the play of up/down/right/left knobs were out of the standard value. Due to wear of the angle wire, the bending angle in the down/up/left/right direction did not meet the standard value. The nozzle was deformed. The objective lens and light guide lens had a chip and a scratch. The plastic distal end cover and scope connector had a dent. The adhesive on the bending section cover was detached. The bending section cover, and scope connector were dirty. The connecting tube, grip, scope cover control unit, and right/left knob had discoloration. The connecting tube had a wrinkle and peeled coating. The control unit, universal cord, and light guide cover glass had a scratch. The suction cylinder was shaved. Switch three (3) had a cut. The protector of universal cord on the scope connector side was dirty. The universal cord had peeled coating. The light guide cover glass was sticky. Due to damage on charge-coupled device unit, the image had black dots. Due to clogging of the nozzle, water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, the up/down/right/left angles on the colonovideoscope were reduced. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the nozzle had foreign objects due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle had foreign objects due to insufficient or incorrect reprocessing noted at estimation.

Event description:
Additional information as received from the reporter. The issue was found during reprocessing. No procedure or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated sections b3, b5, e1, e2, e3, and g2. Corrected data: h6/hei.

Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing after the previous repair, causing the nozzle to become clogged with foreign material such as body fluids and/or adhesive matter of used chemicals. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): " operation manual preparation and inspection; inspection of the endoscope; inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw(air/water) channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned flush the air/water channel with detergent solution remove detergent solution from all channels presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.